Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked case on the display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.